Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the unit had power on and all lights on the front were working. When the physician started using the unit, it suddenly stopped and would not restart. The case was completed by removing the remaining tissue by internal dissection of non-morcellated tissue and without resulting in a laparotomy. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.